Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device is used for treatment. The device history records for the femoral component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. No surgical notes or x-rays provided. The patient communication noted that a second opinion was obtained and she was told that the bone on the femur has failed to osseointegrate with the implant. The surgeon considers this the source of her pain. A complaint search was conducted and found no other complaints on the related part/lot numbers provided for the femoral component. Compatibility could not be assessed as the remaining part numbers were not provided. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient is experiencing pain. Further information provided indicated that the bone on the femur has failed to osseointegrate with the implant, and the surgeon considers this the source of pain.